Event description:
Reporter alleged the nurse staff alleged that the patient was in the bed, and scooted down to the foot end of the bed. When the patient did this, the nurse alleged the head end frame of the bed came up 3 to 4 inches. No injury reported. She does not believe the bed was in chair position. She believes the bed was flat and the foot board was off. This complaint is being processed with the resolution still pending.